Event description:
The physician reported during some procedures the power supply had indicated that the coil is not detached, however, the coil had detached. The physician reported the coils were released inside the pt, and that the pt was treated with another power supply. No add'l info was provided.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was reportedly released inside the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.